Manufacturer narrative:
The device was analyzed by engineering. Engineering docked the submitted ventilator onto the submitted compressor, and then connected a known good patient circuit to the set up in a stationary configuration. The compressor would not turn on when powered up. Engineering noticed a slight burning smell. The device was opened for the compressor to be examined. Inside of the compressor the cavity had dead bugs and insect eggs. The cavity was grossly contaminated. The burnt rubber, smoky smell was confirmed. Engineering took out the battery pack and the compressor main pcba for closer examinations. They observed black smoke stains all over the pcba components. The underside of the pcba, at the center, had a burnt mark corresponding in position to a burnt mark at the center of the battery pack. A likely root cause of this overheating complaint is battery leakage onto the pcba due to long storage and gross contamination. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. The compressor was scrapped. Based on this information, no further action is required.

Event description:
Hillrom received a report from a customer stating their device had a burnt rubber smell and was smoking. The device was located at the patients home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).